Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that a patient on impella support experienced positioning issues and required the doctor to reposition the pump in the or. About 20 days later the same patient was reported to have suboptimal position and the patient experienced persistent ventricular tachycardia(vt) leading the doctor to explant the pump.

Manufacturer narrative:
Positioning issue - no product was returned. The root cause of the positioning issue was most likely use related as per the clinical description provided. Vt - the cause of the vt was use issue since the position of the device was poorly placed and repositioning had be attempted multiple times. High purge pressure - the cause of the high purge pressure was purged kinked line due to patient movement. This report is being filed as part of a retrospective review of historical records.